Event description:
It was reported that (2) mcs20 were used during a CABG procedure. It was reported by the rep that the mcs20 clip appliers did not work "properly". The clips were misfiring and not forming properly. A new clip applier was opened to complete the case. There was no consequence to the pt.